Manufacturer narrative:
Product event: (B)(4) patient information unable to be obtained despite a good faith effort made to obtain the information from the customer. If information is provided in the future, a supplemental report will be issued.

Event description:
During a breast oncology case, the surgeon reported while pressing the coag button on the plasma blade device, the cut setting occurred. She also reported both buttons were continuously sticking allowing the device to remain active. A second plasma blade was used and the issue recurred. There was no adverse effect to the patient reported.